Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's blower motor was replaced to address a "ventilator inoperative" condition. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor causing a "ventilator inoperative" condition was found to be bad hall sensors on the blower motor.